Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had image is unclear. The issue occurred during preparation of diagnostic laparoscopy procedure, and it was completed with same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g4. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the was a black screen. Based on the results of the investigation, a root cause could not be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black screen occurred when shaking the universal cord should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.